Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left main. A 5.0x12mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated once at 12 atmospheres. Then the balloon was held negative for 2 seconds to deflate the balloon. The balloon only partially deflated. The hub was cut off and the partially deflated balloon was withdrawn in this state within the guideliner. There was no report of resistance during removal. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deflation problem was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Subsequent to filing the initial reports, 5 sterile devices were returned with the same lot as the complaint device. All five samples were visually inspected with no anomalies noted. Deflation times were taken of all the 5 samples. The balloon catheters deflated with no anomalies noted. They all deflated in a tri-fold at each deflation time.